Event description:
When a plug was inserted, the side of the reduction seat deformed and broke off. A plug could not be inserted and the patient was without the plugs of some screws. No problems were reported with the short seats or fixed screws. Patient outcome: no complications to date.

Manufacturer narrative:
Additional parts were used: catalog #6451, lot #51139, catalog #6451, lot #51155, catalog #6451, lot #935530.